Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states pilot valve and o ring is leaking, power switch has no alarms.